Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a bilateral laparoscopic inguinal hernia repair procedure on (B)(6) 2016 and absorbable straps were used to set the mesh on the left side. During the procedure, the white tip falls but the setting of the mesh goes on. There were no adverse patient consequences reported. Another device was used to complete the procedure. Additional information has been requested.

Manufacturer narrative:
Date sent to FDA: 09/29/2016. The device was returned with the cannula cap broken. The prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface, thus rendering device unusable.